Event description:
Patient using blanketol iii with maxi-therm lite blanket. Blanket on top of pt noted to be leaking and saturating patient's gown. Nurse noticed that outer coating of blanket appeared to be coming apart. Blanket was saved.